Manufacturer narrative:
The patient received a prodisc l total disc replacement on (B)(6) 2012 at l5-s1. Following implantation the patient was treated at an adjacent level, l4-l5 with a micro-discectomy on (B)(6) 2013. The patient then received a lateral fusion using an unknown device at l4-l5 on (B)(6) 2016. The lateral fusion was accompanied by another unknown system of pedicle screw fixation spanning l4-l5-s1. The posterior fixation spanned the l5-s1 prodisc l implant thus preventing the device from performing its intended function of allowing the patient to retain range of motion at the l5-s1 joint. The prodisc l implant at l5-s1 was explanted from the patient on (B)(6) 2019 due to continued patient pain as well as pseudoarthrosis at l4-l5. At the time of explantation, the surgeon noted the pe inlay had become dislodged. This movement was noted from the position of the pe inlay tantalum marker and it's position just anterior to the prodisc l inferior endplate. The surgeon indicated the inlay may have been dislodged during the posterior fixation procedure. The addition of lordosis in the posterior fixation while the construct was within the patient may have been enough force to dislodge the pe inlay. Images or additional information from the later fusion and posterior fixation were not available to centinel spine. There was no other issue with the prodisc l implant devices. The devices were not allowed to be retrieved for testing and analysis by centinel spine. The prodisc l implant was replaced with an alif cage and biologic with the intention of fusing the l5-s1 disc space. No devices were returned to centinel spine. No part and lot numbers were provided to centinel spine thus DHR review could not be completed. Other than the pe inlay expulsion, no other device problems were reported.

Event description:
Patient received medical intervention and removal of their prodisc l (pdl) implant construct at l5-s1 on (B)(6) 2019 due to continued pain. The pdl was implanted on (B)(6) 2012. The removal surgeon noted the position of the pe inlay tantalum marker indicated the pe inlay was slightly dislodged from the inferior endplate. The patient also has a pseudoarthrosis in the l4-l5 lateral fusion. The patient received a lateral fusion at l4-l5 on (B)(6) 2016 with posterior fixation spanning l4-l5-s1. Once the pdl implant was removed, the patient was revised to an alif camber cage with infuse via a transperitoneal approach.